Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited pocket stimulation. Follow-up revealed the patient's implanted right atrial (ra) lead had dislodged, confirmed through x-ray. Revision procedure was performed to reposition the ra lead. Subsequently, patient developed an infection at the pocket site. The wound was seen by the doctor and patient was prescribed with medication. A boil was observed on the suture site and was given antibiotics. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.